Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error . Customer stated that they were able to clear alarm and able to rewind insulin pump. The customer also stated that they received insulin pump error and not able to troubleshoot. No harm requiring medical intervention was reported. The device will be returned for analysis.